Event description:
The facility reports, the pt was in the chair at a raised level. The hoist tipped forward with the pt. The pt sustained a fractured ankle, a cut on her hand, and a bump to her head. The lift has been quarantined until the investigation is complete.